Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer¿s blood glucose was above 500 (mg/dl). Customer did not know the cause of the high bg. The high bg was resolved by changing the site and delivering insulin.